Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the left anterior descending (lad) artery. The physician used a 6fr introducer sheath and a bmw guide wire to access the lesion. The bmw guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed four runs at low speed in the distal segment of the lesion and post-dilated using a 2.5 balloon. The physician then performed four runs at low speed in the proximal segment of the lesion. After the next run at high speed, a perforation was observed. The physician resolved the perforation via balloon angioplasty and stent deployment. The patient status remained stable throughout the procedure. Additional information has been requested, but has not yet been received.